Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the extended helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning the distal portion, and applying torque directly to the inner coil, the helix could retract and extend. The measured full helix extension length was within product specification. The cause of the reported event for a helix mechanism issue was due to blood that clogged the helix at the helix region and an over torqued inner coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that after the implant procedure, atrial lead dislodgement was observed. The physician attempted to reposition the lead, but the lead helix could not be fully extended or retracted. The lead was explanted and replaced. The patient¿s condition was stable.